Manufacturer narrative:
The technician found the head end casters were worn. The technician replaced both head end casters to repair the stretcher.

Event description:
Information received indicates the casters are not holding in brake.